Event description:
It was reported that the lead was attempted but not used during the implant procedure. The physician was unable to position the helix for successful fixation. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.